Event description:
It was reported the external pulse generator (epg) will not power on even with a new 9 volt battery. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the external pulse generator (epg) will not power on even with a new 9 volt battery. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis was unable to confirm the customer comment that the unit would not turn on. Analysis did find the liquid crystal display (lcd) out of specification, the upper and lower cases broken, two side bail covers broken, the battery contacts compressed, the battery release and lead flex cover contaminated and the battery drawer broken.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.